Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "hi" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expire 12/23/2017. Confirmed customer's test strips are being stored properly and opened vial date 10/14/2015. Customer performed a back to back blood test 574mg/dl and hi mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: customer concerned with resutls of hi on (B)(6) 2015 at 11:30 am nonfasting that he considers high for him. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of "hi" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified test strips expire 12/23/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 574mg/dl and hi mg/dl fasting. Reviewed meter memory: 1:hi (B)(6) 2015 12:52:00 pm fasting:no. 2:114mg/dl (B)(6) 2015 06:59:00 pm fasting:yes. 3:337mg/dl (B)(6) 2015 06:38:00 pm fasting:yes. 4:131mg/dl (B)(6) 2015 11:26:00 pm fasting:yes. 5:573mg/dl (B)(6) 2015 10:22:00 pm fasting:yes. Memory concerns:customer concerned with resutls of hi (B)(6) 2015 at 11:30 am nonfasting that he considers high for him. Adverse event not reported.